Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of bent cannula. The lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient¿s blood glucose level rose to 270 mg/dl between 25 and 36 hours of wearing the pod. The reporter stated upon removal of the pod from their hip/buttocks the cannula was found to be bent. As treatment, a bolus delivery was administered, and a new pod was applied.